Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while testing out the provisional liner, they were found to be damaged. There was no patient impacts. Attempts have been made and no further information has been provided.